Manufacturer narrative:
Pump passed displacement test, operating currents, self test and off no power test. No failed battery alarm. Unit received intermittent button response due to corroded keypad traces. Unit received with minor scratched display window. Unit received cracked case at display window corner. Unit received with cracked battery tube threads. Unit received with cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump's keypad was unresponsive. Customer also reported that he received a failed battery test. The customer did not recall any significant events leading up to these issues. Blood glucose level at the time of the incident was 150 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.